Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis. On an unreported date, the patient stopped pd therapy and the pd catheter was removed. The patient was switched to hemodialysis and later resumed pd therapy. The patient was treated with unspecified antibiotics for the peritonitis (dose, route, and frequency not reported). The patient recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4): the patient was reported to have developed peritonitis on an unreported date in (B)(6) 2013.should additional relevant information become available, a supplemental report will be submitted.